Event description:
It was reported the customer's pump shut down unexpectedly at 100% battery life. Upon plugging the pump into a power source, the battery gauge was at 5%. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.